Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: the device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: part: 03.037.022, lot: f-28474, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: july 2, 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the 6mm/9mm cannulated stepped drill bit (p/n: 03.037.022, lot number: f-28474) was received at us customer quality (cq) on may 6, 2020. Visual inspection of the complaint device showed no apparent physical damage. The flute look sharp and the cutting tip was not dull. Functional test: a functional assessment was not performed due to all mating devices not being returned. Can the complaint be replicated with the returned device? Unable to perform dimensional inspection: dimensional inspection was performed. Drawing specified dimensions: flute big od = 9.2 +0 /- 0.05mm flute small od = 6.00 +0 /- 0.05mm cannulated hole = 3.4 +/-0.05mm measured dimensions: flute big od = conforming flute small od = conforming cannulated hole = conforming. Device used ¿ hand micromter om141p with calibration due october 20, 2020 and gp29 pin gage set with calibration due date of october 30, 2020. Document/specification review: current and manufactured was reviewed. No design issues or discrepancies were identified. Complaint confirmed? No. Investigation conclusion: this complaint as reported is unable to replicate and there was no issue identified during the investigation of the stepped drill. Also a manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020, during subtrochanteric femur fracture of the left hip procedure, the trochanteric fixation nail advanced system (tfna) with lag screw and cannulated stepped drill bit were used to fix the device. Using the tfna and the drill bit the surgeon was able to get a good reduction of the femur fracture and was able to put tfna nail in placed. When the surgeon was using a stepped drill bit, it was observed that the drilling was very hard and noticed a lot of squeaking that was happening and lot of resistance, so it was immediately convinced that the stepped drill bit is deflecting. It was also decided that they did come down the blade guide was compressed against the femur being a butcher compression that is overtightened. The tfna has a recent history of breakage due to drill bit strike against the nail. Out of concern, damaging, ruining and affecting the nail the surgeon selected to exchange the nail. And as a result, the nail went back immediately. It is unknown if there was a surgical delay. Procedure was successfully completed. Patient consequence is unknown. Concomitant device reported: unk - nail head elem: tfna lag screw (part# unknown; lot# unknown; quantity: 1), unk - guides/sleeves/aiming: guide (part# unknown, lot# unknown, quantity#1). This complaint involves two (2) devices. This is report 2 of 2 for (B)(4).